Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side ¿rupture diagnosed via MRI.¿ device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d1, d2, d4, d6b, g4, h4, h6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
This record is un-reporting due to device not PMA approved.

Manufacturer narrative:
Visual analysis: it is not possible to determine the lot number or catalog through the photos provided. ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA and will be un-reported.